Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, it was observed that the catheter returned with a guidewire inserted. An attempt to withdraw the guidewire was made and it was successful, and a new guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, when trying to move from rspv to ripv with the catheter undeployed the guidewire could not be to retracted into catheter lumen. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, when trying to move from rspv to ripv with the catheter undeployed the guidewire could not be to retract into catheter lumen. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.